Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an administration set was disconnected from the chamber. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.